Event description:
As reported: this was the 5th coil implanted. This coil was slow to fully seat in the aneurysm. Upon dsa imaging it appeared that the coil was herniating into parent vessel and it was decided to remove the coil. When removing the coil, it appears to have ¿stretched¿. All of the coil was still in the mc so a micro-snare was used to grab and remove the coil fully and safely. This coil was never detached. It stretched before detachment. The coil was removed with pusher wire intact as one system. No other coils were implanted. No patient injury was reported. The patient was discharged to home on following day. New information received reported the following: this coil was never detached. It stretched before detachment. The coil was removed with pusher wire intact as one system.

Manufacturer narrative:
Items returned for evaluation: pusher, implant, non-terumo neuro microcatheter, snare device. Items not returned for evaluation: -n/a the pusher was returned advanced into a microcatheter. The microcatheter was returned without the hub. The pusher was removed from the microcatheter and found the pusher heater coil kinked, and the implant coil stretched and broken at the proximal section. The distal portion of the implant was found entangled on a snare device. The investigation of the returned coil system found the pusher heater coil kinked, and the implant coil stretched and broken at the proximal section, which is consistent with the alleged product issue. The distal portion of the severed implant was found entangled on the returned snare device. The stretched and broken condition of the implant is consistent with the device experiencing force that exceeded the tensile strength of the implant causing the implant to separate in two pieces. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces that exceeded the pusher's yield strength.

Event description:
As reported: this was the 5th coil implanted. This coil was slow to fully seat in the aneurysm. Upon dsa imaging it appeared that the coil was herniating into parent vessel and it was decided to remove the coil. When removing the coil, it appears to have ¿stretched¿. All of the coil was still in the mc so a micro-snare was used to grab and remove the coil fully and safely. This coil was never detached. It stretched before detachment. The coil was removed with pusher wire intact as one system. No other coils were implanted. No patient injury was reported. The patient was discharged to home on following day.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.